Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be confirmed. Accuracy was within specifications. No fault was found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -9.15% during testing. There was no patient involvement.